Event description:
The patient stated on 3 occasions patient could feel the v-go's start to come off of his skin and the adhesive does not appear to be sticky. The patient mentioned that he applies the v-go to the back of his left and right arms and cleans the infusion sites with an alcohol swab before applying the v-go. The patient stated that he has been working on the yard and sweating when the v-go's start to come off.